Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿issues¿ with the pump and the pump was ¿dying¿. Customer¿s blood glucose was reported to be elevated; however, no value was provided. Troubleshooting could not be performed with tandem technical support as events had occurred in the past.